Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument was observed to be defective. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable of the instrument was partially broken. The reported event did not cause patient injury nor did it cause a fragment to fall inside of the patient's anatomy.